Event description:
It was reported that there was liquid leakage from the connection part between the tube and the connector during patient use. No adverse event/patient harm was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.